Event description:
It was reported that during follow-up, two stored low, out of range hv lead impedance measurements were observed. In clinic measurements were normal. Patient was asymptomatic. No lead anomalies were noted when the lead was imaged during last follow-up. Further evaluation was recommended. Patient will continue to be monitored.

Manufacturer narrative:
.